Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A corrective action has been initiated to prevent similar sideport events.

Event description:
During the procedure, it was noted that the extension tube of the three way stopcock was loose. The device was replaced and the procedure was completed with no adverse consequences to the patient.